Event description:
The customer alleged that after disinfecting an olympus scope with cidex opa, a culture from the scope tested positive for (B)(6). The customer stated that only one scope had tested positive for (B)(6) but the facility will be testing all the scopes. The customer stated that a pre-cleaning procedure was performed. The customer did not know the complete submerge time in the cidex opa solution. An asp product support specialist reviewed the instruction for use (IFU) for cidex opa with the customer. The product support specialist explained to the customer the importance of using the proper soak time, 12 mins as opposed to 5 mins. The customer stated the scope that tested positive for (B)(6) was not used on a pt.